Event description:
Account obtained discrepant magnesium results for a pt sample. Initial results were 2.9 and 5.9 mg/dl, and repeated as 1.8 mg/dl on another system. The incorrect results were not used to guide treatment. The field service rep repaired the instrument by replacing the probes and syringes.